Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker exhibited early depletion. As per latitude transmission showed that this device had eight and a half year last (B)(6) and subsequently dropping to seven and a half years remaining. Reportedly, patient experienced an occasional atrial fibrillation. Analysis showed that this device did not appear to be affected by the accolade hydrogen issue. The device has occasional atrial fibrillation which may be causing the increase in power consumption seen. As of this time, this device remains in service. No adverse patient effects were reported.